Event description:
It was reported that the patient was not able to adjust the stimulation and a power on reset message was displayed on the patient programmer. Review of basic functionality was conducted, including clearing of the power on resent condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4), lead model 3777-60, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown, lead model 3777-60, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown, anchor model 3550-39, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown.